Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated this unit and found that the power supply was faulty and needed to be replaced.. The fse replaced the power supply the completed all test and calibrations which passed. The iabp unit was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation. (B)(6)

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not switching on. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported during a routine check that the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement reported.

Manufacturer narrative:
Additional information: e1 (event site postal code - (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the p/s unit , and performed all functional and safety checks to meet factory specifications. Unit completed repair with all functional and safety tests per manufacturer specifications.

Event description:
N/a.